Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door had failed. A field service engineer (fse) located the station and identified issues with 2 doors failing to open. After opening the center latch column, all cables and connections were serviced, and the station was restarted. The customer was then able to successfully recover the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a tower door failure and not registered o the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.